Manufacturer narrative:
Unit passed displacement and self-test. The audio tones/beeps/vibrate and audio options volume 1-5 functioned properly. No unexpected hardware low level failures noted during testing. However, hardware low level failures alarm (variable info=03) confirmed in the pump history due to a hardware error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.